Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer's blood glucose was 49 mg/dl at the time of the incident. The customer's blood glucose was 183 mg/dl at the time of call. The customer's blood glucose was around 30 mg/dl at the time of hospitalization. The customer stated that she treated her high blood glucose with the food and glucose tablets. The customer also reported that she passed out. The customer stated that she also experienced high blood glucose of 327 mg/dl before the blood glucose declined to 49 mg/dl. The customer stated that the doctor reprogrammed the insulin pump prior to the event. The insulin pump will not be returned for analysis.